Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that poor contact within the scope (including the connection between the tip side and the video connector board and the imaging cable.) However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "instruction manual operation chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment, inspection of endoscopic images." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use with the endoeye flex deflectable videoscope image flashed repeatedly. Subsequently, all related devices were turned off and restarted and the reported issue was resolved. The intended procedure was completed with the same device. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the event on visera elite ii video system center used with the subject device in this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.